Event description:
The customer alleged that on brain scans with brilliance 64 scanner, he saw areas at the bone/brain interface that looked like subdural hematomas. These areas did not appear on rescan with other scanners. There was no report or misdiagnosis or mistreatment.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore cannot complete sections at this time. We will file a f/u MDR upon completion of the investigation. (B)(4).